Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('very abundant periods') in a 44-year-old female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi 30,469), multigravida and parity 3. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced multiple sclerosis ("multiple sclerosis"), myalgia ("muscle pain first in the left lower limb, then bilaterally"), fatigue ("intense fatigue") and paraesthesia ("paresthesia in the hands and feet"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("back pain"), muscular weakness ("muscle weakness, muscle deficit in 2 lower limbs"), balance disorder ("balance problems"), dyspnoea exertional ("shortness of breath at the slightest effort"), burning sensation ("burning in the legs"), memory impairment ("memory disorder") and speech disorder ("speech disorder") and was found to have uterine leiomyoma ("two leiomyomas of 1.5 and 2 cm intramural and subserosal"). The patient was treated with surgery (essure removal, inter-adnexal hysterectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, back pain, uterine leiomyoma, multiple sclerosis, muscular weakness, balance disorder, dyspnoea exertional, burning sensation, paraesthesia, memory impairment and speech disorder outcome was unknown and the myalgia and fatigue had not resolved. The reporter provided no causality assessment for back pain, balance disorder, burning sensation, dyspnoea exertional, fatigue, heavy menstrual bleeding, memory impairment, multiple sclerosis, muscular weakness, myalgia, paraesthesia, speech disorder and uterine leiomyoma with essure. The reporter commented: patient¿s current status: difficulty walking and standing. Reduced mobility, difficulty in doing daily tasks. Multiple sclerosis or side effects of essures (no obvious diagnosis). Two months after the surgery events myalgia and fatigue had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Pathology test - on an unknown date: two leiomyomas of 1.5 and 2 cm intramural and subserosal. Lot number: 772495, manufacture date: 2010-08, and expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).) On 14-sep-2021. The most recent information was received on 07-jan-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('very abundant periods') in a 44-year-old female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi 30,469), multigravida and parity 3. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced multiple sclerosis ("multiple sclerosis"), myalgia ("muscle pain first in the left lower limb, then bilaterally"), fatigue ("intense fatigue") and paraesthesia ("paresthesia in the hands and feet"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("back pain"), muscular weakness ("muscle weakness, muscle deficit in 2 lower limbs"), balance disorder ("balance problems"), dyspnoea exertional ("shortness of breath at the slightest effort"), burning sensation ("burning in the legs"), memory impairment ("memory disorder") and speech disorder ("speech disorder") and was found to have uterine leiomyoma ("two leiomyomas of 1.5 and 2 cm intramural and subserosal"). The patient was treated with surgery (essure removal, inter-adnexal hysterectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, back pain, uterine leiomyoma, multiple sclerosis, muscular weakness, balance disorder, dyspnoea exertional, burning sensation, paraesthesia, memory impairment and speech disorder outcome was unknown and the myalgia and fatigue had not resolved. The reporter provided no causality assessment for back pain, balance disorder, burning sensation, dyspnoea exertional, fatigue, heavy menstrual bleeding, memory impairment, multiple sclerosis, muscular weakness, myalgia, paraesthesia, speech disorder and uterine leiomyoma with essure. The reporter commented: patient¿s current status: difficulty walking and standing. Reduced mobility, difficulty in doing daily tasks. Multiple sclerosis or side effects of essures (no obvious diagnosis). Two months after the surgery events myalgia and fatigue had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Pathology test - on an unknown date: two leiomyomas of 1.5 and 2 cm intramural and subserosal. Lot number: 772495, manufacture date: 2010-08, and expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jan-2022: no follow-up information received from the reporter; however, a duplicate case was found in argus central. It was noticed that the case (B)(4) is duplicate of (B)(4) and it will be deleted. All informations about the deleted case were copied to this remaining case. New informations added: two new reporters added (other hcp), complete patient´s date of birth, new adverse events (myalgia of lower extremities, muscle weakness lower limb, uterine leiomyoma, memory disorder, speech disorder, multiple sclerosis), medical history, start date and outcome of the adverse event fatigue, and the adverse event paresthesia was updated to paresthesia to hand and feet.annex f imdrf codes have been updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-sep-2021. The most recent information was received on 21-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('very abundant periods') in an adult female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("back pain"), muscular weakness ("muscle weakness"), balance disorder ("balance problems"), fatigue ("intense fatigue"), dyspnoea exertional ("shortness of breath at the slightest effort"), burning sensation ("burning in the legs") and paraesthesia ("paresthesia in the hands and feet"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, back pain, muscular weakness, balance disorder, fatigue, dyspnoea exertional, burning sensation and paraesthesia outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, burning sensation, dyspnoea exertional, fatigue, heavy menstrual bleeding, muscular weakness and paraesthesia with essure. The reporter commented: patient¿s current status: difficulty walking and standing. Reduced mobility, difficulty in doing daily tasks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Lot number: 772495, manufacture date: 2010-08, and expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('very abundant periods') in an adult female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("back pain"), muscular weakness ("muscle weakness"), balance disorder ("balance problems"), fatigue ("intense fatigue"), dyspnoea ("shortness of breath at the slightest effort"), burning sensation ("burning in the legs") and paraesthesia ("paresthesia in the hands and feet"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, back pain, muscular weakness, balance disorder, fatigue, dyspnoea, burning sensation and paraesthesia outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, burning sensation, dyspnoea, fatigue, heavy menstrual bleeding, muscular weakness and paraesthesia with essure. The reporter commented: patient¿s current status: difficulty walking and standing. Reduced mobility, difficulty in doing daily tasks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('very abundant periods') in a 44-year-old female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi 30,469), multigravida and parity 3. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced multiple sclerosis ("multiple sclerosis"), myalgia ("muscle pain first in the left lower limb, then bilaterally"), fatigue ("intense fatigue") and paraesthesia ("paresthesia in the hands and feet"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("back pain"), muscular weakness ("muscle weakness, muscle deficit in 2 lower limbs"), balance disorder ("balance problems"), dyspnoea exertional ("shortness of breath at the slightest effort"), burning sensation ("burning in the legs"), memory impairment ("memory disorder") and speech disorder ("speech disorder") and was found to have uterine leiomyoma ("two leiomyomas of 1.5 and 2 cm intramural and subserosal"). The patient was treated with surgery (essure removal, inter-adnexal hysterectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, back pain, uterine leiomyoma, multiple sclerosis, muscular weakness, balance disorder, dyspnoea exertional, burning sensation, paraesthesia, memory impairment and speech disorder outcome was unknown and the myalgia and fatigue had not resolved. The reporter provided no causality assessment for back pain, balance disorder, burning sensation, dyspnoea exertional, fatigue, heavy menstrual bleeding, memory impairment, multiple sclerosis, muscular weakness, myalgia, paraesthesia, speech disorder and uterine leiomyoma with essure. The reporter commented: patient¿s current status: difficulty walking and standing. Reduced mobility, difficulty in doing daily tasks. Multiple sclerosis or side effects of essures (no obvious diagnosis). Two months after the surgery events myalgia and fatigue had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Pathology test - on an unknown date: two leiomyomas of 1.5 and 2 cm intramural and subserosal. Lot number: 772495 manufacture date:2010-08 expiration date: 2013-08 quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.